Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the explanted valve was not returned to edwards for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 8 years and 9 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to severe aortic stenosis. According to the patient's operative report, at the time of surgery, the valve was found to be severely stenotic. All the leaflets were patent, but they were calcified and they just were not moving. The struts looked very satisfactory. There was no pannus formation. The valve was excised and another edwards valve was implanted, which was seated very well. The patient came off cardiopulmonary bypass (cpb) quite well. The aorta was calcified and other than that, there was no real difficulty in coming off the cpb. The patient was transferred to the intensive care unit in stable condition.